Event description:
It was reported that during a knee replacement procedure, the device was opened, close the wound site as normal. Once the skin was approximated, the stapler was introduced and positioned - but did not fire. The surgeon repositioned the tissue and device again and still did not fire - he then applied more force and heard a loud click inside the device - staples did now seem to come out but were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.